Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in italy, during a tavr procedure using a 29mm sapien 3 valve via transfemoral approach, an unusual resistance was felt during the fine alignment of the valve. It was not possible to complete the alignment because the delivery micrometric was no longer working. It was decided to remove everything and prepare a new system with a new valve. The procedure ended successfully with no consequences for the patient. As per medical opinion, it was due to a problem related to the micrometric of the delivery system. The pre-decontamination evaluation of the device found that the esheath distal tip was split and the liner was slightly bunched and partially delaminated at the distal tip.

Manufacturer narrative:
The 16fr esheath was returned for examination and confirmed that the distal tip was split. Dimensional and functional testing was unable to be performed. Procedural imagery provided found that the crimped valve was inside the sheath and on balloon, a few millimeters outside of the proximal valve alignment marker. The crimped valve appears well seated over the flex tip. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions were reviewed: esheath IFU, commander delivery system, and the procedural manual. Based on this review, no IFU/training deficiencies were identified. This event reports a distal tip split observed during evaluation of the returned device that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Therefore, it is not included in the risk management file. The complaint for sheath distal tip split was confirmed through returned device evaluation. However, no manufacturing non-conformances that would have contributed to the complaint event were identified. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Furthermore, there was no report of any issues wit the sheath during device unpacking or preparation. Per the complaint event, "an unusual resistance during fine alignment of the valve. It was decided to remove everything and prepare a new system. As per pre-deco evaluation of the device, the following was observed: esheath distal tip split." In addition, the sheath liner was bunched and partially delaminated at the distal tip. Furthermore, scratches were noted along the sheath shaft from the distal tip to the strain relief. In this case, withdrawal of the delivery system with the crimped valve over the inflation balloon was performed due to fine adjustment inability during valve alignment. Per the training manual, "a crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve". It is possible that the thv with larger profile was caught on the sheath tip and lead to the split during thv retrieval into the sheath. On the other hand, sheath shaft scratches can indicate presence of calcification in the access vessel. Calcification can subject the sheath to suboptimal angles which can lead to non-coaxial alignment and increased interaction between the devices. Calcification can also create a constrained condition during sheath insertion, where sharp nodules of calcification can interact with the sheath tip directly and lead to the reported split. In this case, available information suggests that patient factors (calcification) and/or procedural factors (withdrawal of crimped valve, valve caught on sheath) may have contributed to the complaint event. However, a conclusive root cause is unable to be determined at this time. In this case, available information suggests that patient factors (calcification) and/or procedural factors (withdrawal of crimped valve, valve caught on sheath) may have contributed to the complaint event. However, a conclusive root cause is unable to be determined at this time.